Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system with this right atrial (ra) lead exhibited an alert for atrial pacing lead impedance out of range, with a measurement greater than 3000 ohms, which triggered a lead safety switch (lss). Technical services (ts) review indicated that impedance trending had been stable prior to this measurement; however, the out of range value and noise were observed during a signal artifact monitor (sam) episode. Ts indicated that an in office evaluation is recommended, and a possible ra lead fracture was discussed. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system with this right atrial (ra) lead exhibited an alert for atrial pacing lead impedance out of range, with a measurement greater than 3000 ohms, which triggered a lead safety switch (lss). Technical services (ts) review indicated that impedance trending had been stable prior to this measurement; however, the out of range value and noise were observed during a signal artifact monitor (sam) episode. Ts indicated that an in office evaluation is recommended, and a possible ra lead fracture was discussed. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received indicating that the patient was brought to clinic for evaluation and subsequently referred for ra lead explant and replacement. The field representative confirmed that the procedure has not yet been performed and indicated that an update would be provided once the procedure occurs. During the clinic visit, this ra lead was observed to exhibit noise with patient movement. In office testing demonstrated that pacing impedance remained greater than 3000 ohms, with a unipolar impedance measurement of approximately 408 ohms, and the atrial pacing and sensing polarity was noted to be programmed unipolar. No x ray imaging was performed at the time of evaluation.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.